Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention samples of the involved product code/lot number as well as the surrounding lots. A visual examination of the retentions samples confirmed there were no visual defects. Dimensional testing of the retention samples were conducted and confirmed to meet manufacturer specification. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A review of the complaint files confirm the reported part/lot number combination has not been reported previously. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4). Actual device not returned.

Event description:
It was reported from a patient that she had a procedure that resulted in unknown terumo wire breaking. Her concern was what the wire was made of. Follow up communication on 08/31/2015 with the user facility reported the following information: the introducer wire with the sheath became kinked and uncoiled at the center of the wire during the sheath and dilator delivery into the femoral vein. The physician attempted to remove the uncoiled wire with just a dilator, but was unsuccessful. It was reported they had to break the wire into two pieces and snaring from the contra lateral side and carotid. It was reported the patient is okay.